Event description:
It was reported that, a dislodgment on this left ventricular (lv) lead is suspected as it is oversensing the atrium, leading into pacing inhibition for the past three years. The field representative will follow up with the physician. This lv lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that, a dislodgment on this left ventricular (lv) lead is suspected as it is oversensing the atrium, leading into pacing inhibition for the past three years. The field representative will follow up with the physician. This lv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this left ventricular (lv) lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, a dislodgment on this left ventricular (lv) lead is suspected as it is oversensing the atrium, leading into pacing inhibition for the past three years. The field representative will follow up with the physician. This lv lead remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this left ventricular (lv) lead was explanted and replaced. No additional adverse patient effects were reported.